Event description:
The customer reported that the pod was activated at 9:36 am on (B)(6) 2013. He uses another blood glucose meter and does not enter his results into his pdm. He reported that he took boluses of 2 units at 12:33 pm, 0.7 u (no time), 1.5 u at 3:45 pm, and 2 u at 7:35 pm. He said his bg read "high" on his other meter. The pod was deactivated and discarded. The cannula looked kinked.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported; therefore, no qualification records could be reviewed.